Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had metal visible, that the lead was "compromised", and the patient's vessels were fully occluded. The status of the lead is not known. No patient complications have been reported as a result of this event.